Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the implantable cardiac monitor (icm) exhibited intermittent ventricular undersensing noted from a tachycardia episode. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.